Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 17-sep-2025. A review of the device history record confirmed the cartridge lot met finished goods release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ao (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot s24331a.

Event description:
Na.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 01-jul-2025, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false positive results on a 56-year-old male dialysis patient presented with dm2, hld, htn, breast ca, obesity, osa on CPAP, and pacemaker who presented for evaluation of dizziness/lightheadedness and heart palpitations. Method date tested result I-stat. (B)(6) 2025. 10:41. 0.01 ng/ml. I-stat. (B)(6) 2025. 13:41. 0.23 ng/ml. Vitros. (B)(6) 2025. 15:08. <0.012 ng/ml. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. There is no evidence the patient suffered an mi. Per I-stat system manual: art: 715595-00v. Reportable range: 0.00 - 50.00. Reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).